Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause of the loss of connection could not be determined. The reported event of no data is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.